Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: the hub-needle / shield (orange) assembly was separated from the barrel.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of 20 november 2020, therefore the investigation was performed based on the photos provided. Two photos of a (1) loose 0.3ml bd insulin syringe were provided. Consumer reported the hub-needle / shield (orange) assembly was separated from the barrel. The provided photos were reviewed, and it was observed that the syringe exhibited a separated needle hub / shield assembly; no damage to the barrel tip was observed. Unable to perform a DHR review due to an unknown lot number for needle hub separates. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger / stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: maintenance dispatch was opened for raised hubs. A couple of plunger heads were stuck in the carrier causing a reduce amount of pressure applied when attaching the needle assembly to the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: the hub-needle/shield (orange) assembly was separated from the barrel.